Manufacturer narrative:
The reporter stated that this event occurred in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set leaked during prime. The patient was not connected to the device at the time of the event. The patient reported fluid under and in the amia device but could not find the source of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.